Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The reported phenomenon could not be reproduced at olympus service operation repair center (sorc). The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from sorc, there is a possibility that the reported phenomenon was not attributed to the subject device but attributed to the malfunction of the lamp itself.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the lamp of the subject device was burned out. The user replaced the lamp to new one, however new lamp was also burned out immediately and could not light up. Olympus service operation repair center (sorc) checked the subject device and found that the reported phenomenon could not duplicated. There was no report of patient injury associated with the event.